Event description:
It was reported that during a bankart procedure, the white-blue thread was cut twice in a row. The case was completed by using a new ar-3638. Additional information provided 8/10/2021: the white-blue thread broke during the relay. The suture and implants were all removed from the patient. Case was completed by using a new ar-3638.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.